Event description:
Reported replacement of a thrombosed valve in a young woman one week postpartum. Surgeon states that "peri partum management was suboptimal."

Manufacturer narrative:
Company has been unable so far to collect enough information to even identify the device. Further information is being sought and will be provided when available.